Event description:
The customer reported discrepant chorionic gonadotropin (hcg) results involving unicel dxc 800 access immunoassay system. This is report number two of two. The results were discordant to another unicel dxi 800 system. It is unk if the discrepant results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility. In (B)(4) 2009, the fse replaced the aspirate pump tubing due to excessive wear. In (B)(4) 2009, the fse performed a series of diagnostic test. General precision pump and ultrasonic verifications produced results within specifications. High sensitivity (hs) verification failed the washed portion. The fse isolated aspirate probe a1 not aspirating efficiently compared to probe a2 and a3. The fse removed the aspirate pump peristaltic pump tubing and verified aspiration flow rates were within specifications. High sensitivity (hs) verifications results were within specifications. The fse later replaced the peristaltic pump and completed system verifications. The unit conformed to the MFR's published performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch is related to MDR 2122870-2011-03922.